Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022 - (B)(6) 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number is not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device had application frozen issue when the user pulled medication, the screen gets frozen and could not exit out of the emergency access window. A technical support specialist remoted in and found medbank app was frozen, shut it down and restarted app and the user was now able to login to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medbank tower aux had an application frozen issue when the user pulled medication, the screen gets frozen and could not exit out of the emergency access window. There were no adverse events or injuries reported based on this incident.